Event description:
The account alleged the head hi/low was drifting down slowly. No injury reported.

Manufacturer narrative:
The account replaced the head hi/low down valve and the emergency trendelenburg valve to resolve this issue.